Event description:
This ra lead was implanted in (B)(6) 2017 and was explanted on(B)(6) 2017 due to failure to capture with a procedure complication of failure to maintain position. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).